Manufacturer narrative:
The product has not been returned from the customer, and the serial number of the meter received via phone call is presumed to be incorrect as there is no production history associated with it. Therefore, based on the product name reported by the customer, I-sens analyzed the accuracy issue with a reference meter and retained strips from the same lot. As a result of the control solution test, all results were within the standard range, and the cv% was within the acceptance criteria (B)(4), which satisfied the internal standard in I-sens. Therefore, it is judged that the product operated normally.

Event description:
Caller stated that meter had been giving incorrect readings and noted that the readings appeared to be of a normal level, so the patient continued with his normal routine. On the day of the incident, the patient was exhibiting symptoms of low blood sugar, so 911 was called. Because he was low, he ate some sweet foods before the paramedics arrived to get his blood sugar back up. The paramedics checked his levels with a blood glucose test, and they received a reading of 79 with their meter, but the classic meter read 115. Checked glucose readings again in the ambulance and they gave him a glucose drink to get his blood glucose level back up. The ambulance took him to the hospital for further treatment. They did lab work at the hospital. He ended up vomiting at the hospital and received further treatment until he was stable enough to go home. Replaced meter, strips, sent control solution and return label.